Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The zilient wire was used to cross the lesion and laser atherectomy was performed. After atherectomy some calcium remained and an angiosculpt balloon was inserted over the zilient wire. During removal of the balloon the wire wound up and became stuck. The wire had to be cut in order to be removed.